Event description:
It was reported that the air/water channel was blocked while using the flex video scope. There was no delay or patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the clogged air/water nozzle could not be determined. Instructions for use (IFU) states detection methods in pcf-190 series operation manual "chapter 3 preparation and inspection"; "instructs to perform leakage test before manual cleaning and contact olympus at detection of leakage". Reprocessing manual: leakage testing of the endoscope perform the leakage test. Caution: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.